Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced tape not sticking event on (B)(6) 2026. The infusion set was in use for three days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.